Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge and was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical south korea. The customer's report was not replicated or confirmed. The device was put through extensive testing which included all functional testing and ECG testing without duplicating the customer's report. The device log was not available to review as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.